Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met. H3 other text.

Event description:
It was reported that leakage occurred during use from the hub where the holder attaches with a bd vacutainer® push button blood collection set with pre-attached holder. The following information was provided by the initial reporter: blood is leaking from the white hub where the holder attaches during use. It is often not noticed until the collector's gloves are covered in blood or it pools in the patient's bedding.

Manufacturer narrative:
Medical device type: fmi, jka. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use from the hub where the holder attaches with a bd vacutainer® push button blood collection set with pre-attached holder. The following information was provided by the initial reporter: blood is leaking from the white hub where the holder attaches during use. It is often not noticed until the collector's gloves are covered in blood or it pools in the patient's bedding.